Event description:
It was reported that the patient's artificial urinary sphincter (aus) pump was explanted due to the patient's dissatisfaction with the pump's location. The patient was implanted with a new pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.